Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reason. A new 71 - 80 cm pressure regulating balloon (prb) was implanted. No information about the patient's outcome was provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. A new 71 - 80 cm pressure regulating balloon (prb) was implanted. No information about the patient's outcome was provided.